Event description:
Event description guidant received information during a pacemaker replacement procedure for normal battery depletion, that this right ventricular lead displayed impedance measurements intermittently greater than 2500 ohms and was unable to consistently capture capture the myocardium. The lead was surgically abandoned and successfully replaced. No adverse patient effects were noted.